Event description:
It was reported that the patient presented to the hospital after undergoing a non device related procedure. Upon interrogation, the pulse generator exhibited elective replacement indicator and end of service. A firmware download successfully reset the elective replacement indicator. Interrogation was performed and no device anomalies were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.